Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: (B)(6) sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6) sigpshell, sig power sigpshell control shell (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic and esophageal cancer radical surgery, while on anastomosis of the esophagus and stomach, the stapler's firing only advanced about 2 cm. It was also noted that during the fifth firing (when the trouble occurred), there was a strange sound coming from the handle. When the trouble occurred, the articulation was in a state that was almost close to neutral, and it seems that it was during the fifth firing. Transition from thoracoscopic surgery to laparotomy and thoracotomy were done. Additional resection and suturing with the a stapler were made and was found that the patient's tissues were fragile. The operation in thoracoscopic did not go smoothly, and it was finally transitioned to thoracotomy.